Event description:
A 4.5mm cannulated screw, implanted in the ankle/foot of the patient in 2000, broke post-operative. During surgery in 2001, surgeon was able to remove the proximal portion of the screw but the distal portion remains in the patient.